Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope, 4 mm, 0°, connector for light guide on bottom, autoclavable displayed a chipped tip. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported malfunction was confirmed. Outer tube damage was found, and it is assumed that the affected optics were likely dropped. Based on the results of the investigation, a definitive root cause could not be determined. The reported failure mode and identified defects are likely attributable to improper handling, excessive force, impact such as a fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.